Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. At the conclusion of the investigation or if new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported during anesthesia, values indicative of an awake state were observed. After replacing the consumable, readings returned to levels consistent with anesthesia. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned sensor was evaluated. The sensor was found to have an open trace at the tip of the connector. Accuracy testing was not able to be conducted since the sensor was returned as used. The reported issue could not be confirmed through testing. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported during anesthesia, values indicative of an awake state were observed. After replacing the consumable, readings returned to levels consistent with anesthesia. There was no patient impact or consequence reported.